Event description:
It was reported that "the catheter separated at the junction of the venous port on the patient's portion of the indwelling catheter during a dialysis treatment on (B) (6) 2010."

Manufacturer narrative:
An investigation has been initiated. We are currently waiting to obtain additional information about the patient, device and event. Once the investigation is complete, a final report will be submitted.